Event description:
According to the reporter, the device's tube was damaged during intubation and was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tube presented a split tubing on the distal tip. It was reported that the device's tube was damaged during intubation. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Attempts to clean or sterilize these devices may result in a bio-incompatibility, infection, or product failure risks to the patient. If the tracheal tube is lubricated prior to insertion, follow manufacturer¿s lubricant application instructions. Avoid lubricant entering and occluding the tube lumen. It is essential to verify that the tube position remains correct after intubation, especially when a patient¿s position or the tube placement is altered. Correct any tube mal-position immediately. The 15 mm connector is seated so that it can be removed with effort if cutting of the tube is desired. Follow the instructions if cutting is considered. Do not use lubricating jelly to ease connector reinsertion, as it may contribute to accidental disconnection. When properly sized, there may be a slight leak around the tracheal tube resulting in a loss of tidal volume with positive pressure ventilation. Compensatory adjustments may need to be made as dictated by expert clinical judgment. Use of a reinforced tracheal tube should be considered if extreme flexion of the neck (chin-to-chest), movement of the patient (e.g., to a lateral or prone position), or tube compression is anticipated after intubation. The tube is for single patient use. Duration should not exceed twenty-nine (29) days. Covidien has not substantiated use of these devices beyond 29 days. Decisions about tracheal tube changes should be made by the responsible physician or designate using accepted medical techniques and judgement. If shortening of the endotracheal tube is needed, use medical judgment to determine the appropriate tube length for each individual patient. Before intubating the patient, cut the tube, reinsert the 15 mm connector, and verify the connector is firmly seated in the tracheal tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.